Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father stated that the patient was vomiting throughout the previous night. He thought she had a stomach virus. After 24 hours she was not getting better and he took her to the emergency room (ER). The pod was worn for 4 to 24 hours on the arm. When at the ER, they checked her blood glucose (bg) and she was over 800 mg/dl. They diagnosed the her with hyperglycemia and advised that was the reason the patient was feeling sick. They put the patient on an intravenous (IV) insulin drip and gave her IV fluids for the dehydration from vomiting throughout the previous night. She had head pain and was also given tylenol. She was admitted to the hospital on (B)(6) 2019 at 06:00 and was released at 1:00 pm on (B)(6) 2019. When she was released, she stopped using the pod system and went back to injections.